Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08710 inches. No unexpected unexpected restart error alarms, blank display or rewind anomalies were noted. Unit received with cracked case at display window corners, display window and reservoir tube lip. Unit received with minor scratched display window and case. Unit received with stained end cap sticker and back address serial number label.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer blood glucose level was unknown at the time of the incident. Customer also had unexpected restart alarm. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.